Manufacturer narrative:
The device was returned for analysis. All available information was investigated. The reported torn clip introducer was confirmed; however, the reported inverted knob steering could not be confirmed via returned device analysis. The discrepancy between what was reported (inverted knob steering) and what was observed (normal knob steering) is possibly the result of is the result of procedural interactions such as unintended curves resulting in increased tension on the device which resulted in the device actuating in an unexpected direction when rotating the knobs. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device analysis a conclusive cause for the reported inverted knob steering and torn clip introducer cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement of the mitraclip delivery system. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). While steering the mitraclip delivery system (cds) with the m-knob. The cds steered upward instead of downward. The user confirmed correct alignment of the clip during cds insertion. The clip was not implanted and was removed. After removal of the cds from the steerable guide catheter, a tear was observed on the blue plastic cover of the clip introducer. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.